Manufacturer narrative:
The service technician replaced the wrp board. After replacement, the laser worked w/o any problems. Root cause was a faulty wrp board. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports the distance diodes disappear often during surgery. No pt injury was reported and no further info was provided.